Event description:
It was reported to philips healthcare that "frequency and adjustment buttons of the simulation current do not work". There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.